Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with non-sustained right ventricular oversensing (nsrvo) episodes on their implantable cardioverter defibrillator (ICD) due to myopotentials. Patient was asymptomatic and stable. No intervention was reported.